Event description:
Physician reported that he noticed several incisional hernias in pt's over the past five years following surgical procedures employing pds suture. Pts were returned to the or for repair. The hernias were noted approx six months after the operations.